Event description:
An issue was reported concerning the t:slim x2 pump where the battery would not charge unless the cable was positioned in a certain way. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.